Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was underdelivering (-20.4%). No adverse effects were reported.